Event description:
Baxter reported "the clamp leaks and the set handle is cracked" with the transfer set. This was noted during use with no pt injury or medical intervention reported by the global complaint coordinator.